Event description:
Patient underwent a total hip replacement one year ago. Since surgery, patient's gait deteriorated and her pain increased. It was determined that the acetabular cup and the femoral head failed due to metallosis. One month ago patient underwent a left total hip arthroplasty, acetabular revision, and femoral head replacement. The patient tolerated the procedure well with no complications.